Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional fractured.

Manufacturer narrative:
Visual inspection of the returned tibial articular surface provisional confirmed that the superior lateral corner of the locking post is fractured. The fractured piece with the locking hemisphere is missing. The device is worn and presents several nicks and gouges, especially around its peripheral edge, which is consistent with its potential field life of 28 months. This device is used for treatment. This device was manufactured before the design modification and was part of the re-design scope. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. Therefore, the problem with this device constitutes a "previously addressed design issue" as the root cause.